Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device manufacture date: unknown. Investigation summary: exec summary: no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. No review of the complaint lot history check for (leakage) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa: based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: no DHR review can be carried out for the lot number # unknown.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle leaked. The following information was provided by the initial reporter: the consumer reported that when the pen needle was removed after injection, insulin would squirt out of the injection site and when priming a lot of insulin would squirt out as well. Date of event: unknown. Samples: not available.